Event description:
Through review of medical article "hydrodynamic assessment of explanted degenerated transcatheter aortic valves," the following event was identified as pertaining to an edwards device: one patient had a 26mm sapien 3 valve implanted in aortic position. The valve was explanted four years and one month post-procedure due to valve degeneration and a 25mm perimount magna surgical valve was implanted. On the pre-explant transthoracic echocardiogram, gradients were 33mmhg with no aortic regurgitation. Additionally, the primary pathological finding was leaflet thrombosis.

Manufacturer narrative:
The device was not returned for evaluation. The provided pictures in the article were reviewed and the following was noted: 26mm sapien 3 explanted valve appears to be degenerated. Micro CT-image reveals no calcification on valve. Histological results on samples of valve leaflets reveals leaflet thrombosis. Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valves (thv). Use of the sapien transcatheter heart valves (all models) is contraindicated in patients who cannot tolerate an anticoagulation/antiplatelet regimen. In addition, it warns that valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. Thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. Potential patient risk factors such as atrial fibrillation, systemic disease (e.g., systemic lupus erythematosus, inflammation, and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), the valvular disease itself, and reduced cardiac ejection fraction can contribute to increased risk of thrombus/thrombosis. Sub-optimal anticoagulation during the procedure and underlying patient conditions can also result in increased thrombogenicity. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous preparation, aspiration, and flushing of the devices to prevent and/or remove clot(s). Short-term anticoagulation therapy may also be necessary after valve repair, anticoagulation is prescribed per institutional guidelines. Intra-procedural intra-cardiac thrombus and post-procedure or late valve thrombosis are complex processes triggered by the interaction between the host and the device which are highly variable among patients. It is the natural tendency of the body to form a clot on foreign objects in the vascular space and a definitive root cause cannot always be confirmed. The device training manuals instruct the operator to consider all procedural and anatomical factors. Edwards extensively trains physicians before they are qualified to use the device system. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. Operators are also instructed to use fluoroscopy in conjunction with echocardiography for optimal visualization during positioning and deployment and cautions include the maintenance of the patient's anticoagulation status (act at >250 seconds) during the procedure in order to prevent thrombosis. In this case, there was no allegation or indication a product malfunction contributed to the thrombosis. The root cause remains unknown. The complaint for valve degeneration/deterioration was confirmed based on images in the article. Due to unavailability of valve serial number, device history review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of instructions for use (IFU)/training materials revealed no deficiencies. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the IFU as a potential adverse event. In this case, histological test reveals leaflet thrombosis. Valve thrombosis is the formation of blood clots on the valve. These clots can significantly impact functionality of the valve including proper leaflet coaptation, which can result in stenosis. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention, or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. As such, available information suggests that patient factors (thrombosis) may have contributed to the valve degeneration/deterioration. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Article reference: janarthanan sathananthan, anish nigade, david meier, dante navarro, julianne spencer, althea lai, hacina gill, luigi pirelli, john g. Webb, david a. Wood, georg lutter, thomas puehler, gilbert h.l. Tang, shinichi fukuhara, stephanie l. Sellers. Hydrodynamic assessment of explanted degenerated transcatheter aortic valves: novel insights into noncalcific and calcific mechanisms. Jacc: cardiovascular interventions, volume 17, issue 11, 2024, pages 1340-1351, issn 1936-8798, https://doi.org/10.1016/j.jcin.2024.04.011. Investigation is ongoing.

Event description:
Through review of medical article "hydrodynamic assessment of explanted degenerated transcatheter aortic valves," the following event was identified as pertaining to an edwards device: one patient had a 26mm sapien 3 valve implanted in aortic position. The valve was explanted four years and one month post-procedure due to valve degeneration and a 25mm perimount magna surgical valve was implanted. On the pre-explant transthoracic echocardiogram, gradients were 33mmhg with no aortic regurgitation.